Event description:
During the procedure, the surgeon reported that the device stopped working. As he went to open for subsequent use, the device would not open. The device was removed from the field, and a new device was utilized. It is unknown if the new device was of the same or different lot. There was no harm to the patient.